Event description:
It was reported by the patient the personal diabetes manager (pdm) delayed bolus delivery and the patient was unable to go back or cancel the delivery. The patient's blood glucose levels rose to 19.6 mmol/l (352.8 mg/dl). The alleged issue with the pdm has since been resolved. The patient resides in netherlands and the incident occurred in spain.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported delay in bolus therapy. Lot release records were reviewed and the product lot met all acceptance criteria.